Event description:
It was reported that the recently implanted vns patient underwent wound revision and washout at his generator incision site on (B)(6) 2014. The patient was scratching his generator incision site until he had a wound dehiscence. The patient was known as a ¿picker¿ and it was not unusual for him to pick at his wound site. There was no infection at the generator incision site. The patient¿s device was programmed on and is reported to be doing well.